Event description:
Consumer reported an event with unspecified band-aids. The consumer used various band-aid brands in different sizes and types since she had surgery for basal cell removal on her leg. After a while she broke out in a rash in what she thinks is from the adhesive. The symptoms have improved but she still has some itching from time to time. Consumer visited emergency room (ER) and was prescribed antibiotics and a steroid cream (cortisone cream) for treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity were not provided for reporting. This report is for one (1) band-aid unspecified USA not applicable (B)(4), lot number ni. Upc #, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.